Event description:
It was reported that the 8015 had error 132.3000. There was no patient involvement.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the probable cause of the reported issue was that the 8015 had error 132.3000 was likely related to a tamper switch. The tech support informed the customer to examine the tamper-switch seal and also recognizes it is denouncing and the switch is not stuck in a closed position. Informed the customer to perform the keypad test to make sure an audible tone is heard. Once the switch is released, the device functions as required. Error message eliminated. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.